Event description:
It was reported an access port was placed in 1999 for chemotherapy administration. It was accessed regularly without incident. In 1999, an inability to access the port revealed the catheter had fractured and migrated to the right ventricle. Retrieval of the catheter utilizing a snare via a femoral approach was successful and without pt complication. Another port was not placed as chemotherapy treatment was completed. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Since this device was in place for over 7 months and no difficulty accessing the device was encountered prior to the incident. Co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.